Event description:
Alert of ICD lead. Device interrogated by medtronic rep verifying jump in impedance. Device reprogrammed to longer intervals to detect arrhythmia in 2007. Lead removed 3 days later.